Event description:
On (B)(6) 2024, customer's daughter claimed that her mom rode the stairlift to the top of the stairs & attempted to swivel the chair and the seat bottom broke off from the assembly. There were no witness to the event. It was unknown if the customer was wearing seatbelt or not. Customer fell down and land on the floor. Due to the fall, she has cracked vertebra, head injury and had skin abrasion. Per customer's daughter, prior to this incident, customer had fell & landed on the t vertebra and she had surgery to put on screw on l1 & l2 disc that cause the mobility issue. This is unrelated to stairlift.